Event description:
The report is from the study. The pt had a two cra18300 stents placed in the bifurcation of the left anterior descending and the 1st diagonal in 2006. During the procedure, a type a dissection of the main branch (proximal left anterior descending) occurred and an add'l stent 3.0 x 18 cypher stent was implanted, overlapping the first. There were no ECG changes or cardiac enzyme increase following the dissection. The indication for the index procedure is unknown. The target lesion was a safian bifurcation. At the main branch, predilatation was performed using a 3.0x15mm balloon at 8 atms, followed by deployment of the first 3.0x18mm cypher stent at 8 atms. Post dilatation was performed (kissing balloon) using a 3.0x18mm balloon at 14 atms. Final timi flow was iii and final stenosis was 10%. At the side branch the lesion was eccentric diffuse, and ostial. Predilation was performed using a 2.5x15mm balloon at 10 atms. Post-dilatation was done using a 2.5 x 15 mm balloon at 6 atms (kissing balloon performed) at 10 atms. Final timi flow was iii and final stenosis was 10%.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.